Manufacturer narrative:
Device 2 of 2, refer to MFR report number 1627487-2007-00001. Eval. Visual inspection found the antenna silicone was damaged in the lower right corner, and the back of the ipg case was dented and scratched. Conclusion: the claim about: "pt developed epidural hematoma." Was not confirmed that lamitrode was the over cause: lamitrode examination did not reveal evidence for any anomaly that would contribute to the development of the hematoma. No functional testing of lamitrode due to it being incomplete. The eon was found to have the antenna silicon severely damaged in the lower right corner and back case was dented and scratched on the lower left side. Eon was functionally tested and passed. There were no problems found related to the reported complaint. No correcitve action issued.

Event description:
See MFR report # 1627487-2007-00001.